Event description:
The customer contact reported the device touchscreen would not calibrate. The device had been returned to the biomedical department with a report of the device touchscreen does not calibrate. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing the device touchscreen would not calibrate. This device has been identified as part of a prod recall. This report represents all of the info known by the reporter upon query by hospira personnel.